Event description:
During the removal of an umbili-cath the catheter broke 9 cm from the tip. The pt was taken to the or for the removal of the catheter segment.

Manufacturer narrative:
The returned catheter met specifications for tensile strength and elongation. Visual inspection of the catheter indicated that mechanical damage had occurred during use. Utah medical products does not feel this event to be related to a device defect. MFR's rationale for filing medwatch: the contribution to pt risk of serious injury, if the event were to recur, would be due to surgical intervention required to retrieve the catheter. There was no serious or permanent injury to the pt. The catheter tubing is soft by design, and can be easily damaged or broken if care is not taken during use. The device is labeled with precautions and instructions for use which provide precautions relative to its fragility. Other: tubing within specification.